Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that cna locked bed rails prior to providing care. Resident used bed rails for bed mobility and support. After approximately 3 minutes bedrail lock released on its own and resident fell to the floor. Complaint # (B)(4) and ra # (B)(4) were entered into our system to have the unit returned for investigation. As of this writing, the bed has not been returned.